Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 and gravida ii. Comorbidities: negative denies drug allergy denies alcoholism and smoking previous surgeries: nega. Previously administered products included for an unreported indication: oral contraceptive. Family history included hypertension and hypertension (father). On (B)(4) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On (B)(6) 2020, the patient experienced the second episode of diarrhoea ("diarrhea during menses "), abdominal pain lower ("moderate cramps before menstruation") and coital bleeding ("bleeding during sexual intercourse"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia, hair loss"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia of penetration,pain in all positions") and madarosis ("eyebrow loss"). The patient was treated with analgesics, antiinflammatory agents, desogestrel, ferrous sulfate (ferrous sulphate), ketorolac tromethamine (toragesic), oral contraceptive nos and surgery (essure removal). Essure was removed. At the time of the report, the last episode of pelvic pain, device dislocation, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the device breakage, alopecia, vaginal haemorrhage, back pain, dyspareunia, the last episode of diarrhoea, madarosis, abdominal pain lower and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, anxiety disorder, back pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, madarosis, mood swings, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, the second episode of diarrhoea and the second episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Ultrasound scan vagina - on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2021: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2015: device location: pelvis. Distance between microdevices: 2.3 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: essure start date updated. New lab data x-ray on (B)(6) 2015 added. New events: moderate cramps before menstruation, bleeding during sexual intercourse added. Patient notes added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 and gravida ii. Previously administered products included for an unreported indication: oral contraceptive. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia"), the second episode of diarrhoea ("diarrhea during menses") and madarosis ("eyebrow loss"). The patient was treated with analgesics, antiinflammatory agents, desogestrel, ferrous sulfate (ferrous sulphate), ketorolac tromethamine (toragesic), oral contraceptive nos and surgery (essure removal). Essure was removed. At the time of the report, the last episode of pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the device breakage, alopecia, vaginal haemorrhage, back pain, dyspareunia, the last episode of diarrhoea and madarosis outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, madarosis, menorrhagia, mood swings, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, the second episode of diarrhoea and the second episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Ultrasound scan vagina - on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2021: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 and gravida ii. Comorbidities: negative denies drug allergy denies alcoholism and smoking previous surgeries: nega. Previously administered products included for an unreported indication: oral contraceptive. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On (B)(6) 2020, the patient experienced the second episode of diarrhoea ("diarrhea during menses "), premenstrual pain ("moderate cramps before menstruation") and coital bleeding ("bleeding during sexual intercourse"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia, hair loss"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia of penetration,pain in all positions") and madarosis ("eyebrow loss"). The patient was treated with analgesics, antiinflammatory agents, desogestrel, ferrous sulfate (ferrous sulphate), ketorolac tromethamine (toragesic), oral contraceptive nos and surgery (essure removal). Essure was removed. At the time of the report, the last episode of pelvic pain, device dislocation, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the device breakage, alopecia, vaginal haemorrhage, back pain, dyspareunia, the last episode of diarrhoea, madarosis, premenstrual pain and coital bleeding outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, madarosis, mood swings, polymenorrhoea, premenstrual pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, the second episode of diarrhoea and the second episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Ultrasound scan vagina - on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2021: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2015: device location: pelvis. Distance between microdevices: 2.3 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 and gravida ii. Previously administered products included for an unreported indication: oral contraceptive. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia"), the second episode of diarrhoea ("diarrhea during menses") and madarosis ("eyebrow loss"). The patient was treated with analgesics, antiinflammatory agents, desogestrel, ferrous sulfate (ferrous sulphate), ketorolac tromethamine (toragesic), oral contraceptive nos and surgery (essure removal). Essure was removed. At the time of the report, the last episode of pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the device breakage, alopecia, vaginal haemorrhage, back pain, dyspareunia, the last episode of diarrhoea and madarosis outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, madarosis, menorrhagia, mood swings, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, the second episode of diarrhoea and the second episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Ultrasound scan vagina - on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2021: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: the follow information were updated patient date of birth, lab data, essure onset date was updated from(B)(6) 2014, device removal was updated from no/unknown to yes, on event: pelvic pain, device breakage, eyebrow loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure'), device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 and gravida ii. Previously administered products included for an unreported indication: oral contraceptive. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermittent diarrhea") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia"), the second episode of diarrhoea ("diarrhea during menses") and madarosis ("eyebrow loss"). The patient was treated with analgesics, antiinflammatory agents, desogestrel, ferrous sulfate (ferrous sulphate), ketorolac tromethamine (toragesic), oral contraceptive nos and surgery (essure removal). Essure was removed. At the time of the report, the last episode of pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the device breakage, alopecia, vaginal haemorrhage, back pain, dyspareunia, the last episode of diarrhoea and madarosis outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, madarosis, menorrhagia, mood swings, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, the second episode of diarrhoea and the second episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Ultrasound scan vagina - on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2021: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') and device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 (first one in 2001, last one on (B)(6) 2014, baby boy, 1475g, both vaginal deliveries.) And gravida ii. Comorbidities: negative denies drug allergy denies alcoholism and smoking previous surgeries: nega. Previously administered products included for an unreported indication: ferrous sulphate on (B)(6) 2014, oral contraceptive and cerazzet. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), the second episode of pelvic pain ("chronic pelvic pain"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots / heavy menstrual bleeding with 10 days bleeding"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge / yellow vaginal discharge with a slight burning"), cephalgia ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On (B)(6) 2020, the patient experienced the second episode of diarrhoea ("diarrhea during menses "), premenstrual pain ("moderate cramps before menstruation") and coital bleeding ("bleeding during sexual intercourse"). On (B)(6) 2020, the patient experienced the third episode of pelvic pain ("lower pelvic pain"), varicose veins pelvic ("pelvic varices"), headache ("headache") and back pain ("back pain"). On (B)(6) 2021, the patient experienced tinnitus ("tinnitus (increased in cold weather)") and ear pain ("left ear pain (increased in cold weather)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia, hair loss , eyebrows loss"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), lumbar pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia of penetration,pain in all positions / colic before and after intercouse"), madarosis ("eyebrow loss"), breast discomfort ("feeling of enlarged breasths"), swelling ("feeling whole body swollen "), intermenstrual bleeding ("under nactali treatment she has spotting"), pollakiuria ("increased frequency of urination"), urinary tract pain ("pain to urinate for a few months, burning, sporadic") and urinary tract pain nos ("pain to urinate for a few months, burning, sporadic"). The patient was treated with aceclofenac (biofenac), analgesics, antiinflammatory agents, desogestrel, desogestrel (nactali), ethinylestradiol;levonorgestrel (ciclo 21), ferrous sulfate (ferrous sulphate), homeopathic preparation, ibuprofen (ibuprofeno), ketorolac tromethamine (deocil), ketorolac tromethamine (toragesic), meloxicam (meloxican) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device breakage, alopecia, vaginal haemorrhage, lumbar pain, the last episode of diarrhoea, madarosis, premenstrual pain, breast discomfort, swelling, the last episode of pelvic pain, varicose veins pelvic, headache, back pain, intermenstrual bleeding, pollakiuria, urinary tract pain, urinary tract pain nos, tinnitus and ear pain outcome was unknown and the device dislocation, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, cephalgia, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder, mood swings, dyspareunia and coital bleeding had not resolved. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, asthenia, back pain, breast discomfort, cephalgia, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ear pain, heavy menstrual bleeding, intermenstrual bleeding, madarosis, mood swings, pollakiuria, polymenorrhoea, premenstrual pain, swelling, tinnitus, urinary tract pain, vaginal discharge, vaginal haemorrhage, varicose veins pelvic, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, headache, lumbar pain, urinary tract pain nos, the second episode of diarrhoea, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. The essure removal procedure was postpone due to pandemic covid-19. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Culture urine - on (B)(6) 2020: negative. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Otoscopy - on (B)(6) 2021: unremarkable. Ultrasound scan vagina - on (B)(6) 2020: middle cervix, mobile uterus, no attachments, no bulging in the posterior sac; on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2020: ultrasound was unremarkable; on (B)(6) 2020: uterus 88.3 cc, endometrial echo 6.3 mm, right ovarian 5.9, left ovarian 4.0 cc, bilateral device adjacent to ovaries, suggesting pelvic varices; on (B)(6) 2020: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. Urine analysis - on (B)(6) 2020: normal. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2015: device location: pelvis. Distance between microdevices: 2.3 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') and device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included menarche (at 15 years-old) in 1994, parity 2 (first one in 2001, last one on (B)(6) 2014, baby boy, 1475g, both vaginal deliveries.) And gravida ii. Comorbidities: negative denies drug allergy denies alcoholism and smoking previous surgeries: nega. Previously administered products included for an unreported indication: ferrous sulphate on (B)(6) 2014, oral contraceptive and cerazzet. Family history included hypertension and hypertension (father). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced asthenia ("weakness"). In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain"), lasting 1 day. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), the second episode of pelvic pain ("chronic pelvic pain"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots / heavy menstrual bleeding with 10 days bleeding"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge / yellow vaginal discharge with a slight burning"), cephalgia ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On (B)(6) 2020, the patient experienced the second episode of diarrhoea ("diarrhea during menses "), premenstrual pain ("moderate cramps before menstruation") and coital bleeding ("bleeding during sexual intercourse"). On (B)(6) 2020, the patient experienced the third episode of pelvic pain ("lower pelvic pain"), varicose veins pelvic ("pelvic varices"), headache ("headache") and back pain ("back pain"). On (B)(6) 2021, the patient experienced tinnitus ("tinnitus (increased in cold weather)") and ear pain ("left ear pain (increased in cold weather)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), polymenorrhoea ("frequent menses"), alopecia ("alopecia, hair loss , eyebrows loss"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), lumbar pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), mood swings ("mood swings"), dyspareunia ("dyspareunia of penetration,pain in all positions / colic before and after intercouse"), madarosis ("eyebrow loss"), breast discomfort ("feeling of enlarged breasths"), swelling ("feeling whole body swollen "), intermenstrual bleeding ("under nactali treatment she has spotting"), pollakiuria ("increased frequency of urination"), urinary tract pain ("pain to urinate for a few months, burning, sporadic") and urinary tract pain nos ("pain to urinate for a few months, burning, sporadic"). The patient was treated with aceclofenac (biofenac), analgesics, antiinflammatory agents, desogestrel, desogestrel (nactali), ethinylestradiol;levonorgestrel (ciclo 21), ferrous sulfate (ferrous sulphate), homeopathic preparation, ibuprofen (ibuprofeno), ketorolac tromethamine (deocil), ketorolac tromethamine (toragesic), meloxicam (meloxican) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device breakage, alopecia, vaginal haemorrhage, lumbar pain, the last episode of diarrhoea, madarosis, premenstrual pain, breast discomfort, swelling, the last episode of pelvic pain, varicose veins pelvic, headache, back pain, intermenstrual bleeding, pollakiuria, urinary tract pain, urinary tract pain nos, tinnitus and ear pain outcome was unknown and the device dislocation, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, cephalgia, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder, mood swings, dyspareunia and coital bleeding had not resolved. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, asthenia, back pain, breast discomfort, cephalgia, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ear pain, heavy menstrual bleeding, intermenstrual bleeding, madarosis, mood swings, pollakiuria, polymenorrhoea, premenstrual pain, swelling, tinnitus, urinary tract pain, vaginal discharge, vaginal haemorrhage, varicose veins pelvic, vulvovaginal pruritus, the first episode of diarrhoea, the first episode of pelvic pain, headache, lumbar pain, urinary tract pain nos, the second episode of diarrhoea, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: essure placement was easy. The essure removal procedure was postpone due to pandemic covid-19. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Culture urine - on (B)(6) 2020: negative. Gynaecological examination - on (B)(6) 2020: she needs an emergency surgical intervention, the essure device causes intense physical and psychological suffering, causing real and imminent risk of reaching a vital organ. Otoscopy - on (B)(6) 2021: unremarkable. Ultrasound scan vagina - on (B)(6) 2020: middle cervix, mobile uterus, no attachments, no bulging in the posterior sac; on (B)(6) 2020: presence of essure device with topical location, normal pelvic ultrasound appearance; on (B)(6) 2020: ultrasound was unremarkable; on (B)(6) 2020: uterus 88.3 cc, endometrial echo 6.3 mm, right ovarian 5.9, left ovarian 4.0 cc, bilateral device adjacent to ovaries, suggesting pelvic varices; on (B)(6) 2020: right ovary presenting a simple cystic image measuring 2.3x2.1 cm. Presence of rounded anechoic images located in the left adnexal region. Urine analysis - on (B)(6) 2020: normal. X-ray - on an unknown date: essure is not positioned correctly in the tubes; on (B)(6) 2015: device location: pelvis. Distance between microdevices: 2.3 cm; on (B)(6) 2020: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: the follow information were updated medical history, historical drug, other treatment products, stop date desogestrel , weakness, swelling nos, breast discomfort, pelvic varices, headache, back pain, pelvic pain female, bleeding breakthrough, frequency urinary, urinary tract pain, ear pain, tinnitus, coital bleeding, dyspareunia outcome updated from unknown to not recovered/not resolved. During the current follow-up was identified a discrepancy data entry and an amendment significant was done: device removal was exchanged from yes to not/unknown/not removal, essure ongoing was ticked, adverse event pelvic pain female, onset date 2017 seriousness for device was downgraded, intervention required was unticked, action taken with drug on the device breakage, device dislocation were exchanged from drug with drawn to dose not changed based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included parity 2 and gravida ii. Family history included hypertension. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermittent diarrhea") and anxiety ("anxiety"). On an unknown date, the patient experienced polymenorrhoea ("frequent menses"), alopecia ("alopecia"), anaemia ("anemia"), vaginal hemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder "), mood swings ("mood swings"), dyspareunia ("dyspareunia") and the second episode of diarrhoea ("diarrhea during menses"). The patient was treated with analgesics, antiinflammatory agents, ferrous sulfate (ferrous sulphate) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the alopecia, vaginal hemorrhage, back pain, dyspareunia and the last episode of diarrhoea outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, mood swings, pelvic pain, polymenorrhoea, vaginal discharge, vaginal hemorrhage, vulvovaginal pruritus, the first episode of diarrhoea and the second episode of diarrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: information added/updated: medical history, essure insertion date, treatment drugs, events (frequent menses, alopecia, anemia, vaginal spotting, lumbar pain, anxiety disorder, mood swings, dyspareunia, diarrhea during menses). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. In 2015, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, diarrhoea and anxiety had not resolved. The reporter considered anxiety, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. The patient's medical history included parity 2 and gravida ii. Family history included hypertension. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), the first episode of diarrhoea ("intermitent diarrhea") and anxiety ("anxiety"). On an unknown date, the patient experienced polymenorrhoea ("frequent menses"), alopecia ("alopecia"), anaemia ("anemia"), vaginal haemorrhage ("vaginal spotting"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder "), mood swings ("mood swings"), dyspareunia ("dyspareunia") and the second episode of diarrhoea ("diarrhea during menses"). The patient was treated with analgesics, antiinflammatory agents, ferrous sulfate (ferrous sulphate) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, anxiety, polymenorrhoea, anaemia, anxiety disorder and mood swings had not resolved and the alopecia, vaginal haemorrhage, back pain, dyspareunia and the last episode of diarrhoea outcome was unknown. The reporter considered alopecia, anaemia, anxiety, anxiety disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, mood swings, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus, the first episode of diarrhoea and the second episode of diarrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspicion of essure in wrong position in fallopian tube/ pelvis x-ray shows linear metallic material in pelvis in uterus topograph') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure appears to be bent" in 2017. In 2015, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal discharge"), headache ("cephalea"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, headache, vulvovaginal pruritus, diarrhoea and anxiety had not resolved. The reporter considered anxiety, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography / suspicion of essure in wrong position in fallopian tube/ right essure appears to be bent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.